Event description:
Facility alleges air leaks during dialysis. Rn reports that constant interruption of blood flow through dialyzer caused bt the transducer protector leaking and getting wet leads to clotting at dialyzer. Blood circuit discarded; ebl > 100 cc.